Event description:
This report of a thrombotic event involving a cypher des with an unknown lot was received from the affiliate in 2003, however due to an administrative oversight the event was never reported for MDR.